Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via an alert in backup vvi mode. The backup vvi was thought to be due to a communication or transmission issue. A device restoration or download was completed successfully. The patient was stable.